Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that two days post implant. The right atrial (ra) lead dislodged from the atrium to the ventricle. A revision procedure was performed to re-position the ra lead. However, the lead could not be secured to the atrium successfully. The physician believed, that the ra lead tip fixation became loose, due to the too large atrial. The ra lead was explanted and replaced. It was also reported, that the left ventricular (lv) lead dislodged and retracted to the coronary sinus with all four electrodes having high thresholds. An attempt was made to re-position the lv lead at the middle cardiac vein branch. However, the blood vessel was narrow and it did not rise up from the lower wall. So placement of the lv lead was abandoned from the coronary sinus and a left bundle branch lead was implanted. It was also noted, that the lv lead original placement branches were dislodged and separated, making the repositioning placement difficult. No patient complications have been reported, as a result of this event.